Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: complications were reported during removal of a non synthes nail due to an infection in the patients leg reported to be due to the nail. The surgeon extracted the infected implant on (B)(6) 2014 and proceeded routing the first medullary canal with a milling tool, rear system performed milling reamer/irrigator/aspirator (ria). There was a reported delay in surgery of 10 minutes and the following patient harm: imbalance of pressure, tachycardia. Patient harm, according to surgeon, was provoked by ria indication that were embolia. Intra-operative examinations carried out, and according to information of anesthetic doctor, the problem was due to an increase of arterial blood gas. The patient condition was reported to be good. This is report 1 of 5 for (B)(4).